Manufacturer narrative:
The device remains implanted; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported from a patients home monitoring equipment, a progressive rising in right ventricular (rv) lead impedance to 2053 ohms. Pacing and sensing configuration switched to unipolar. At a routine office visit, the device was interrogated and the right ventricular (rv) lead impedance was at 1863 ohms. There was no evidence of noise. Isometrics and pocket manipulation was completed. An x-ray was performed, but did not identify any obvious lead damage. The patient was asymptomatic and as such no further investigation or intervention was performed. The patient will be monitored. No adverse patient effects were reported. The lead remain implanted and in service.